Event description:
It was reported by the sales rep that during a femoral nerve block for an acl, the catheter was inserted past the tip of the needle, the doctor was trying to back it out, but the doctor pinched the catheter with the tip of the needle and it tore the distal tip of the catheter. The whole catheter came out in one piece; it was just kind of shredded and being held together by the stimulating wire that runs through the middle of the catheter. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
As of 08/25/2009, the catheter has not been returned for evaluation. No conclusion can be drawn.